Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss or power loss alarms, battery related alarms noted during testing or in the downloaded history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had battery error. The insulin pump will be returned for analysis.